Event description:
It was reported that the patient received an alert for aborted vf event via merlin.net. Review of the event revealed lead noise. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received. A partial lead with the connector pin measuring 14.9cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.